Event description:
While attempting to monitor a pt that was in and out of consciousness (age & gender unknown) the device failed to power up. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.